Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel coarse error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked on the top case. Review of the event history log (ehl) showed travel coarse error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a dirty lead screw and clutch halves. As a result, the leadscrew and both clutch halves were replaced. An occlusion test was also performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.